Event description:
Caller reported a malfunction on the pump, with a corresponding malfunction code displayed as malf 16- 0x20e6. There was no reported impact to the customer¿s blood glucose level, as the information regarding levels exceeding 500 mg/dl was unknown or declined to answer. The customer was advised by technical support to replace the malfunctioning pump with one that has updated software and to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping address, guided the customer on necessary steps, and arranged for the pump replacement and instructed the customer to return the faulty pump within 10 days.